Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified indentations on the high sidewall and inner spherical surface from attempted use. Gouges on the inner elevated rim edge and nicks on the anti-rotation scallop underside. No other damage was noted. Product identifiers from the print were inspected and were found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Signs of use were noted, but the assembly issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the poly liner was attempted to be impacted three (3) times and would not seat properly. The surgery was completed with another liner and the shell was implanted. No delay reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.